Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 22 mmol/l at the time of incident and current blood glucose level was 23 mmol/l. The customer reported that the customer had high blood glucose level and it was treated with insulin pump. The customer alleged insulin pump was under delivering as the customer had high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer also reported that the cannula was bent. The insulin pump will not be returned for analysis.